Event description:
Patient reported they were seen by their dentist and provided a letter of recommendation. The dentist states in the letter that the patient was examined and it was evident that their occlusion was not adequate. The patient's upper canines are not in occlusion and lacking proper canine guidance. The dentist recommended orthodontics to address all the occlusal issues including but not limited to canine guidance.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.